Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that undersensing possibly due to variation in amplitude was observed. Upon interrogation, the patient experienced multiple ventricular tachycardia (vt) episodes and received appropriated therapies for vt/vf. In many episodes, the patient would get shocks out of the vt and reinduced. The final shock successfully converted the vt/vf, and no other episodes were recorded after this shock. The patient expired the same day. The physician did not allege the device malfunction.